Event description:
A customer reported a malfunction occurring on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance to reset the pump, and after resetting, the malfunction did not recur.